Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon find the top jaw of the device? If not: do they know where the top jaw is at this time? If yes: please explain: it was confirmed that the enseal device jaw was recovered and removed from the patient prior to surgery completion.

Event description:
It was reported that the doctor was performing a lower anterior resection on necrotic, irradiated tissue and the top jaw of the instrument broke off into the patient. It was not reported if the top jaw was removed from the patient. A like instrument was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # l92v72. The device was received with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.